Event description:
A sales rep reported, this unit is from the staff (at hospital) that have been operating the ventilator. They state that on one or more occasions, the vent seems to skip a breath. Also, it was noted that the ventilator was unplugged or possibly disconnected from the pt and all the displays read as if the vent was ventilating properly, it did not alarm, and there was no flow". No allegation of pt harm.